Event description:
While moving the resident in the shower chair into the shower, the chair tipped backwards. Staff member put leg behind chair to break fall. The chair broke at the backrest. The resident and staff fell to the floor. No injury to resident. Staff sustained injury to left leg.

Manufacturer narrative:
While moving the resident in the shower chair into the shower, the chair tipped backwards. Staff member put leg behind chair to break fall. The chair broke at the backrest. The resident and staff fell to the floor. No injury to resident. Staff sustained injury to left leg. We were not able to get the chair back for evaluation and the information above is all we have on this incident. Sent new chair to facility to replace the broken one.